Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed and reproduced while attempting to load a set and shut the door. The issue was determined to have been caused by a seized motor. The motor assembly was replaced.

Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no pt involvement.